Event description:
It was reported that six months after the inflatable penile prosthesis (ipp) implant procedure the patient is experiencing problems with the pump during use. Upon inflation, the device sometimes goes flat without the air refilling the pump. No patient complications were reported.